Event description:
It was reported that the electrocardiogram (ECG) adaptor was noisy. It was noted that it could be temporarily resolved by "jiggling" the adaptor port. The programmer was sent in for service. It was indicated that there were no patient complications reported as a result of this event.

Event description:
It was reported that the electrocardiogram (ECG) adaptor was noisy. It was noted that it could be temporarily resolved by "jiggling" the adaptor port. The programmer was sent in for service. It was indicated that there were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the electrocardiogram (ECG) adaptor was noisy because it was loose on the circuit board. It was also noted that the upper case and strap spring were broken and the intentional radiator symbol was missing. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).